Manufacturer narrative:
(B)(4). Date sent: 01/20/2022 d4: batch # v95j25 device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device found that it was returned with the jaws in the closed position and with a clip between the jaws. The trigger was completed squeezing and the jaws open and the clip was formed as expected. In order to inspect the jaws and they were found to be (misaligned). In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 scissored clips, and then 6conforming clips were fed and formed; in addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The event reported was confirmed and it is related to improper use of the device. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the scissoring occurred, and the clip was deployed sideways. The clips scissored. The device was used on the blood vessel to exfoliate around the transverse colon. No bleeding or damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable.